Manufacturer narrative:
Device passed the self test and the displacement test. Set the low reservoir reminder alarm for 20 units, installed a water filled test reservoir, and primed device . Verified the test reservoir had 98 units left at the reservoir and on the display. Several boluses were programmed and delivered. The low reservoir alarm activated properly at 19.9 units left. Continued with an additional 25-unit bolus delivery and the reservoir estimate at 0 u alarm activated properly. No low reservoir or reservoir estimate at 0 u alarm anomalies noted. Device was programmed with a test guardian 3 link transmitter and a test plug. Device communicated properly with the transmitter and test plug. The display showed the calibrate your sensor alarm properly after completion of the warmup. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device was monitored for a day while connected to the test transmitter and test plug. No unexpected calibration not accepted alarm or sensor errors noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not give an empty reservoir warning. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.